Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Event description:
It is further reported that the revision surgery was done for progressive sarcoma to scapula, no implant failure.

Event description:
It is reported that the patient's hip arthroplasty was revised due to infection.

Manufacturer narrative:
Receipt of additional information confirms that this patient was revised due to infection. No additional information is available at this time.